Event description:
During a right shoulder revision, a drill bit tip broke off in the bone of the glenoid. The surgeon elected not to remove the tip from the bone. There was no report of patient injury.

Manufacturer narrative:
No lot number known by user facility. Customer has advised that the product will not be returned for investigation. The bio-anchor drill bit is a reusable instrument. Linvatec is not aware of the sales date based on no lot/serial number being provided or the number of uses. A review of all product returns from january 12, 2001 to present shows this is the only return and complaint for this product. Based on this one complaint, linvatec is not planning any corrective action at this time, but will continue to monitor all returns within the quality system. If a trend emerges, this product and failure mode will be analyzed.